Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2024 and suture was used. At 2:31 am the woman gave birth and had a first-degree perineal laceration. The midwife sutured it and finally sutured the skin intradermally. It was found that the suture was particularly brittle and would break with a little force. Changed another one to continue the surgery, the same problem happened. The sutures from this batch were replaced several times during the surgery due to breakage, which interfered with the suture of the surgical wound. Finally, the suture from different batch was replaced to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/18/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - please clarify how many devices was used on this single procedure --please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.